Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had damaged at the reservoir lip ring. The customer¿s blood glucose level was 138 mg/dl. Customer also reported that insulin pump was alarmed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No alarm anomaly noted during testing. Device had cracked battery tube threads. (B)(4).